Event description:
On 07/07/1998, the facility's director, purchasing informed the MFR's rep of the following: the device catheter sheared. The device body was explanted on 07/06/1998; however, the segment of catheter had not been removed at the time of this report. The MFR's rep asked when the segment of catheter would be retrieved. The facility's director, purchasing stated that it could be removed today (07/07/1998), but she was not sure. The MFR's rep requested that the device and segment of catheter be returned at the same time to enable the MFR to perform a more accurate/complete analysis of the device. The facility's director, purchasing stated that she would attempt to find out when the catheter segment would be retrieved so both the device and catheter can be analyzed at the same time and would contact the MFR's rep with the information. No further details were provided at this time.